Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for evaluation. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
According to the event description the blood lines are fatter at one end, shorter, shinier, not sealing correctly. Which is causing micro bubbles in the lines. Reportedly the staff is having a hard time getting them to fighting fit the needle and catheter. Employees are having to tighten them way too hard and can't get them back off.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.